Manufacturer narrative:
On 4/6/2018 an ortho field engineer (fe) arrived at the customer site and verified the issue. Fe inspected probe, wash station, gripper, card alignment and camera optics, all in spec. Fe found syringe extremely tight, replaced syringe and tested. Bright cam 0 set to 110. Range 101-128. Although service was performed, the investigation determined that the most likely root cause of this event was sample related due to patients receiving rhogam prior to testing which led to the weak reactions. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer reported the provue posted false negative results when reactions should have been at least flagged due to weak agglutination that are present in the gel card. For sample a, the gel card was placed in the service rack for a 1+ reaction on cell #2 and they noticed cell #1 was also positive but resulted as negative. On a different patient, sample b, customer noticed the print-out had weak reactions, but provue called them negative. Customer stated both patients had received rhogam prior to testing. Customer ran antibody panels on both samples and the antibody identification panels (by manual gel) and the results were consistent with an anti-d as expected.